Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was cracked and top case had a small crack on the right corner. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing using the power up process and occlusion test the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Replaced speaker as a preventative measure and performed power up process, preventative maintenance and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device exhibited an audible post error. No patient injury was reported.